Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va06ydy, implanted: (B)(6) 2013-, explanted: (B)(6) 2017, product type: lead. Product ID: 3093-28, lot# va06ydy, implanted: (B)(6)2013, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a loss of symptom control. Impedances were tested and many electrodes were out of range. Patient reported no falls, accidents, or traumas. They were attempted to reprogram around out of range impedances. Patient's ins was approaching end of life, so they were scheduled for a lead revision as well. The issue resolved after revision on september 19 without complication. No further complications were reported.